Event description:
The pt reported fasting blood glucose results of "202 mg/dl" with a lifescan meter and "122 mg/dl" on a laboratory device, performed within 10 minutes of each other. The pt also reported postprandial blood glucose results of "347 mg/dl" with a lifescan meter and "212 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.